Manufacturer narrative:
Device evaluated by MFR promus element plus mr ous 4.00x38mm stent delivery system was returned for analysis. An examination of the crimped stent identified damage. The stent was moved distally on the balloon and the stent struts were pulled and stretched distally over the distal end of the tip. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent crimp markings were visible on the balloon. A visual and tactile examination of the hypotube found no issues. A examination of the shaft polymer extrusion found no issues. An examination of the tip found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90-95% stenosed de novo target lesion was located in the non-tortuous and moderately calcified left anterior descending artery. Following pre-dilation, a 4.00x38mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. A stent damage was noted while trying to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and patient status was stable.